Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a cgm integration failure in which the ilet displayed ¿dosing stopped connect cgm or enter bg¿ and repeatedly prompted ¿start sensor¿ after re-entering the dexcom g7 serial number, resulting in insulin dosing suspension until manual bg entries were provided and a new sensor was paired. Symptoms included hyperglycemia with a reported peak of 300 mg/dl and prolonged elevation above 180 mg/dl for over five hours, without loss of consciousness, diabetic ketoacidosis, or need for assistance. Outcomes included interruption of automated dosing and user-directed mitigation through manual bg entry and replacement of the cgm sensor. Investigation included technical troubleshooting and user education for sensor pairing and confirmation of bluetooth version, with guidance that pairing could take up to 30 minutes. Investigation of this case revealed a suspected faulty cgm sensor that failed to maintain pairing or provide readings to the ilet. It was concluded that the event was attributable to cgm communication failure leading to suspension of automated dosing and resultant hyperglycemia, resolved by sensor replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.